Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that customer was hospitalized for high blood glucose on (B)(6) 2022. Blood glucose reading was 400 mg/dl. The customer¿s current blood glucose value was 228 mg/dl. The customer did experienced symptoms due to high blood glucose. The insulin pump will not be returned for analysis.